Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 1 of 32. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab. Repeat testing was performed generating positive results. Confirmation testing was performed with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m154388 with abbott diagnostics scarborough's limit of detection (lod) positive quality control and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing was reviewed for test base part number 190-000, lot m154388. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m154388 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.